Event description:
It was reported that the patient presented for follow up after an alert for high hv lead impedance on the rv-can and svc-can vectors were received. It was also noted that the hv lead impedance had been slowly increasing since two months post implant. The patient alert has been programmed off and the device remains implanted.